Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ ii flow cytometer erroneous results were obtained on patient sample. Repeat testing performed with same results. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscanto ii-abnormal graph. Laboratory, clinical use. Customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer erroneous results were obtained on patient sample. Repeat testing performed with same results. The results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Facscanto ii-abnormal graph; 2. Laboratory, clinical use; 3. Customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 7 complaints related to the issue of abnormal test results; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results was due to misaligned optical paths. The fse (field service engineer) confirmed the issue and realigned the optical path. This alignment allowed the instrument to pass the cst test. After fixing the optics, the fse then replaced a clogged sheath fluid filter. This filter replacement most likely was not the cause of the erroneous results, and rather was fixed during this visit since the fse was available to do so. No parts were requested for evaluation as the replaced filter was not returnable and was discarded. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that there was no impact to patient samples nor physical harm cause by this issue, and no incorrect results were used. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: 33566307 - wet cartliquid filter assembly service. Work order notes: subject / reported: pi-338960-facscanto ii-image abnormal. Problem description: 1. Facscanto ii-abnormal image. 2. Laboratory, clinical use. 3. Patient specimens, test results are not used for patient treatment. Work performed: debug the light path, cst passes, replace the clogged sheath fluid filter, the instrument runs normally. Cause: debug the light path, cst passes, replace the clogged sheath fluid filter, the instrument runs normally. Solution: debug the light path, cst passes, replace the clogged sheath fluid filter, the instrument runs normally. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-03ra, rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿4¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no . Item: 5. Optical fiber . Function: 5.1 maintains laser polarization . Potential failure mode: 5.1.1 reduced laser power . Potential effect(s) of failure: 5.1.1.2 cvs out of spec . Potential cause(s)/mechanism(s) of failure: 5.1.1.1.2 low or varying power due to misalignment . Current controls: setup voltages change. Recommended actions: n/a . Severity: 4 . Occurrence: 4 . Detection: 4 . Rpn: 64 . Mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. Conclusion: based on the investigation results the root cause of the erroneous results was due to misaligned optics. The fse realigned the optical path and ran a cst test which passed. They then replaced the sheath fluid filter, though this may have been unrelated to fixing the issue of erroneous results. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.